Event description:
The customer reported experiencing high blood glucose for a couple days. The customer's most recent glucose reading was 69mg/dl, and she has treated with juice. Troubleshooting was performed. The customer stated that the infusion set was not changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.